Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2011-01181 and 1627487-2011-01182. The pt rec'd his scs system consisting of two percutaneous leads (from two separate lots) on (B)(6) 2010 and two percutaneous leads (from the same lot) and an ipg on (B)(6) 2010. It was reported that the pt felt strong surges of overstimulation at times. The pt stated this happens with stimulation on or off, and the pt claimed that this lasts 5-10 minutes. It was reported that the physician would be notified of the issue. The next course of action for the pt is currently undetermined. No further information is available at this time.